Event description:
It was later reported, on (B)(6) 2024, patient underwent reintervention surgery, and issue was resolved. Patient tolerated the procedure.

Manufacturer narrative:
Updated section g3/g4, h6, and h10. Updated section b1 to also include this report as a product malfunction. Updated section b2. Patient images were provided, and imaging analysis was performed. The following was reported: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one full dicom set of imaging and 4 jpeg images submitted for evaluation: post-implantation cta dated (B)(6) 2024, an image on an fsa email, and 3-radiographic jpeg images. ¿ post-implantation cta dated (B)(6) 2024 shows: o 3d image shows the gore® excluder® endoprosthesis is laying in the aneurysm sac. O the length from the left renal artery (lra) to the proximal end of the device appears to be ~8.4cm, by outer curve. O aortic diameter just distal to the left renal artery (lra) appears to be 24.6mm. O aortic diameter ~8mm distal to the lra appears to be 27.1mm. O aortic diameter 15mm distal to the lra appears to be 29.1mm. O there appears to be thrombus within this 15mm of abdominal aorta. O radiopaque anchors are seen within this 15mm of abdominal aorta. ¿ image provided by the fsa (pg. 10) shows the partial anchors that broke off from the other portion of anchor. Thereby, visualizing the fractured anchor wires. ¿ three jpeg images show: o jpeg # 1 shows the presence of 2 wires and one of the wires has a catheter on it. Also visualized are parts of the fractured anchor wires. (@arrows). O jpeg #2 shows a marker pigtail catheter accessing the aorta through one external and common iliac artery. O jpeg #2 also shows a glide/guide wire accessing the aorta through the opposite side iliac arteries. O jpeg #3 shows another trunk ipsilateral endoprosthesis is implanted just distal to the renal arteries with limbs lining the previously implanted devices. No contrast is seen outside the implanted devices.

Event description:
On (B)(6) 2021, patient underwent an endovascular procedure to treat an abdominal aortic aneurysm, utilizing gore® excluder® conformable aaa endoprosthesis. On (B)(6) 2024, during a post-op imaging review, the graft was found to have slid down (approximately 80mm) and was now laying in the aneurysm. It was also reported that the anchors look to be separated from the device and left behind. Patient is scheduled for reintervention surgery on (B)(6) 2024. As per the physician, the cause of this migration remains unknown. No further patient information is available.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.